Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing test with nordic bluetooth device: pass. Transmitter final function tester: pass. Perform share log review: pass. Share log review failed as a loss of connection was found in log. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter. The reported event of a loss of connection was confirmed. The root cause cannot be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was received but does not reflect the full investigation window. The reported loss of connection could not be determined. A root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.